Event description:
It was reported that this implantable pacemaker exhibited issues with the minute ventilation (mv) feature. The mv sensor continued to deactivate instantly after programing it back on. After further analysis of the system it was found that both the right ventricular (rv) and right atrial (ra) leads exhibited high out of range pacing impedance measurements. While reprograming the device on unipolar, the rv channel exhibited noise and oversensing which led to inappropriately recording a signal artifact monitoring (sam) episode, when reprograming to bipolar the rv channel exhibited the same issues as well as loss of capture, fracture of the lead is being suspected. It was decided to perform a whole system replacement which was successfully performed. This device is not expected to be returned for analysis. No further adverse patient effects were reported.